Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that almost two weeks after the dental implant was placed in ada site 25 with type iii bone, a failure occurred. The implant had obtained primary stability and osseointegration and was completely covered in bone. Clinician noted peri-implantitis in this immediate extraction site and fibrous tissue had grown around the implant. Clinician reported mobility and bleeding. The implant will be forwarded to the manufacturer for investigation. There were no reported patient compli..

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that almost two weeks after the dental implant was placed in ada site 25 with type iii bone, a failure occurred. The implant had obtained primary stability and osseointegration and was completely covered in bone. Clinician noted peri-implantitis in this immediate extraction site and fibrous tissue had grown around the implant. Clinician reported mobility and bleeding. The implant will be forwarded to the manufacturer for investigation. There were no reported patient compli.